Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2020-00399, 3008452825-2020-00404, 3008452825-2020-00405, 3008452825-2020-00406. During a premature ventricular contraction (pvc) procedure, a pericardial effusion occurred. After 2 hours, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed and the patient was stable when leaving the room. However, the patient was then transferred to surgery for repair and is in stable condition. There were no performance issues with any abbott devices.